Event description:
It was reported that the sheaths are leaking and easily detaches. Procedure was successfully finished with a prolongation of 15 minutes using a polyp forceps. No negative impact in state of health reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).